Event description:
The customer's father called to report that the customer was hospitalized for low blood glucose levels. Nothing further was reported as the customer was not available for troubleshooting during the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.